Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02769. It was reported that the trial patient experienced an epidural hematoma following a perm implant procedure on (B)(6) 2020. The trial leads were pulled on (B)(6) 2020. No additional information is known.